Event description:
*A recall for this issue was initiated on 23-apr-2015. During a field service visit an office representative mentioned an occurrence. She stated the device fell on a patient and injured the patient. There has been no response to phone calls or messages left to gather more information on the event.